Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the patient's pain symptoms could not be determined. The surgeon damaged two removal chisels during the revision surgery due to misuse. The implant was not returned for evaluation. Ifuse implant, p/n 7050-90, lot# 7628002578005, manufactured 07/26/2011, expires 2014-07 UDI (B)(4) was not returned for evaluation. P/n 500260-b, chisel, removal system, 2 blade (lot n35819) was returned for evaluation. P/n 500532-a, chisel, removal system, 90 mm (lot n32526) was returned for evaluation. Chisel evaluation summary: assembling the returned two blade chisel (B)(4) with a representative ifuse implant 70xx and guide rod (B)(4), one can see the orientation in which the chisel was advanced, damaging the leading blade. Proper alignment was clearly not achieved. The damaged leading blade reduced clearance to the implant, forcing it towards the trailing blade. The trailing blade was subsequently folded over. The fact the trailing blade was damaged suggests that the proper alignment was eventually achieved, but not before the leading blade was badly damaged. Assembling the returned 90mm chisel (B)(4) with representative ifuse 70xx, guide rod (B)(4) and guide (B)(4) one can see the orientation in which the chisel was advanced, damaging the leading blade. Proper alignment was not achieved. The complaint states that the implant is "countersunk into the ilium," which is interpreted to mean that the head of the implant was beneath the surface of the ilium, contrary to the ifuse implant surgical technique manual. To achieve proper alignment in this condition with either removal system would require significant bone removal during site preparation and is thus quite challenging.

Event description:
In (B)(6) 2011, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient did well initially following the procedure up until recently when she complained of buttock pain. The surgeon could not confirm if the pain was caused by the superior si joint implant or the previously installed l5-s1 hardware (not si-bone). In (B)(6) 2015, the surgeon attempted to use ifuse implant removal chisels to remove the superior implant but he was unable to position them correctly and ended up damaging the blade of the chisels on the implant. The implant was "extremely fused in place" and did not move at all. The surgeon ultimately only removed the l5-s1 hardware. The patient's status following the procedure is unknown at this time.